Event description:
The device has been confirmed to be explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported ¿findings compatible with an extracapsular rupture of the right device with marked heterogeneous content and image of ¿snow storm external to the prosthetic capsule¿, and ¿small amount of heterogeneous periprosthetic liquid.¿ the device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported ¿findings compatible with an extracapsular rupture of the right device with marked heterogeneous content and image of ¿snow storm external to the prosthetic capsule¿, and ¿small amount of heterogeneous periprosthetic liquid.¿ the device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical impact opening (shell thickness within specification). Seroma-late: unable to observe as it is not related to the device. Additional observations: observed non penetrating nick on the device. White encapsulation observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported ¿findings compatible with an extracapsular rupture of the right device with marked heterogeneous content and image of ¿snow storm external to the prosthetic capsule¿, and ¿small amount of heterogeneous periprosthetic liquid.¿ the device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported ¿findings compatible with an extracapsular rupture of the right device with marked heterogeneous content and image of ¿snow storm external to the prosthetic capsule¿, ¿small amount of heterogeneous periprosthetic liquid¿,the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.